Event description:
It was reporting that during a prostate procedure, the fiber tip came loose @ 175,902 joules. The fiber was exchanged and the case was completed with a second fiber. There was ¿no injury to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-420a-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited severe scratch marks at the open end location. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.